Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose level was not impacted as customer administered a manual injection.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.